Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-06744; 2134265-2015-06743 and 2134265-2015-06741 (B)(4) clinical study. It was reported that death occurred. In (B)(6) 2012, the patient underwent coronary angiography. The index procedure was then performed. The target lesion was a de novo lesion located in the distal right coronary artery (rca) with 95% stenosis and was 18.00mm long with a reference vessel diameter of 3.25mm. The lesion was treated with pre-dilatation and placement of a 3.00x20mm promus element plus stent. Following post-dilatation, residual stenosis was 25%. Target lesion # 2 was a de novo lesion located in the proximal rca extending to mid rca with 75% stenosis and was 60.0mm long with a reference vessel diameter of 4.0 m. Target lesion # 2 was treated with pre-dilatation and placement of 3.50x38mm and 3.50x32mm promus element plus stents following post-dilatation, residual stenosis was 75%. Target lesion # 3 was a de novo lesion located in the first obtuse marginal (om) with 95% stenosis and was 25.00mm long with a reference vessel diameter of 2.50mm. Target lesion # 3 was treated with pre-dilatation and placement of 2.50x28mm promus element plus stent. Following post-dilatation, residual stenosis was 25%. The patient was then referred for a staged percutaneous coronary intervention (pci). One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient expired and the cause of death is unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent thrombosis occurred per adjudication.

Manufacturer narrative:
Death date: (B)(6) 2015. (B)(4).

Event description:
It was further reported that stent thrombosis occurred per adjudication.